Manufacturer narrative:
The reported inappropriate hv therapy delivery was confirmed in the laboratory and was due to noise. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the noise could not be determined.

Event description:
It was reported that the patient received inappropriate shock. The patient had mitral valve surgery in may, few weeks later loss of capture was observed. Output anomaly was noted. The device was explanted and replaced. Patient is doing fine.